Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated properly with test guardian link transmitter. No change sensor alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer¿s blood glucose level was unknown. Customer sometimes the insulin pump had no sound while alarming. Customer reported that they did hear beeps when audio volume settings were saved. Troubleshooting the insulin pump for beep anomaly and it passed the test. The insulin pump will be returned for analysis.